Event description:
Pt status post nail implantation returned to surgeon. It was discovered the pt had an infection. Pt was returned to operating room on (B)(6) 2011 and the hardware was removed.

Manufacturer narrative:
Implanted approx five years ago. A review of synthes device history record for mfg revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn as no product was returned.